Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned the patient had not had their spinal cord stimulator on for probably 3-4 months because the therapy stopped doing any good about 4 months ago. Patient said they had turned the therapy off. Patient now needed an MRI and needed to charge their implanted neurostimulator and controller. Tss discussed MRI guidelines with pt. (B)(6) 2026: additional information was received from the patient. The circumstances that led to the therapy not helping was the device not charging at the right, then it began to charge small charges all the time. The patient went to a cancer specialist who would charge it, and it would last for a little. The issue did not resolve. They unplugged the device. The patient wished they could have it taken out.